Event description:
The valve was implanted for ventriculo-peritoneal shunt in 2009. Eleven months later, the valve seems obstructed. The valve was explanted. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer. Results of analysis will be developed in a follow-up report.